Event description:
Drain allegedly broke approximately 4-6" from suture site while attempting to remove drain. Remaining drain was removed in surgery, under local anesthesia. Pt tolerated well. Surgeon could not determine if it was device failure versus suture/stitches in the drain as the cause.